Event description:
Additional information was received indicating this device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A request was sent to the local area field representative to return the device for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times , and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) prematurely triggered end of life (eol) due to extended charge times exceeding the extended charge time limit. Boston scientific technical services (ts) advised device replacement.

Manufacturer narrative:
Our records indicate this device currently remains in service. Should additional information become available, this report will be updated.